Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer would withdraw plunger from the needle while it was inserted in the fill port, no air bubbles would enter the syringe. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.